Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via subxiphoid approach with left atrial appendage management. During the insertion of the csk-6131 cannula, an adhesion was torn, resulting in a ventricular tear. The patient was placed on bypass, and the procedure was converted to a sternotomy to repair the injury. The procedure was completed successfully. There was no reported device malfunction, and this event was the result of a procedural complication.